Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was resetting itself and subsequently caused the customer to experienced high blood glucose levels. The customer's blood glucose was 29 mmol/l. The customer was advised to contact the hospital for a replacement insulin pump. The customer agreed to return the product for analysis.